Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the distal clevis was broken and material was missing. As a result, the grips were dislodged from the clevis. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken clevis with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that the da vinci fenestrated bipolar forceps instrument was damaged. The customer had no additional information. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.